Manufacturer narrative:
Investigation summary: bd cannot be able to confirm the failure mode indicated by the customer because no sample or photo for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that, several times over the last 2 months, after connecting the ¿original perfusor line¿ extension (ref 394, b braun) to the stopcock tap (ref 394995) the connection has come undone; stopcock (ref 394995), the connection came undone. Consequence: hypotension of the patient because norepinephrine was not administered and undesired awakening of another patient due to a disconnection on the same device which resulted in the non-administration of diprivan. Administration of diprivan. Department affected: intensive care unit.